Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, nexgen posterior femoral augment catalog #: 00599003601 lot #: 64461137, nexgen distal femoral augment block catalog #: 00599003620 lot #: 64038570, nexgen long straight stem extension 17mm x 155mm catalog #: 00598801117 lot #: 63634002persona central femoral cone size medium catalog #: 42545001012 lot #: 64597655, nexgen distal femoral augment block catalog #: 00599003623 lot #: 64532172, nexgen precoat cemented tibial component size 6 catalog #: 00588000600 lot #: 66889023, nexgen straight stem extension 15mm x 30mm catalog #: 00598801215 lot #: 65270192 g2: foreign - event occurred in new zealand. H6 - component code - proposed code is mechanical (g04) - femur the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the femoral component to address instability secondary to fracture of the femoral hinge pin and hinge post approximately sixteen (16) months post-operatively. Attempts have been made, however, no additional information is available.